Manufacturer narrative:
(B)(4). Evaluation, results: arterial/vessel occlusion. Results and conclusions, other: lack of information provided, unknown cause of stent graft thrombosis.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.2 cm in diameter fusiform abdominal aortic aneurysm approximately 32 months ago. Vessel morphology at implant was reported as there was mild calcification and mild tortuosity. Vessel morphology from a CT scan on one month post implant was reported as the aneurysm diameter of 4.2 mm with no bilateral iliac tortuosity or stenosis; aortic neck angulation of 25 degrees; aortic neck diameter below the most distal renal artery was reported as 28 mm and 15 mm in length. A CT scan two months ago showed that the aneurysm is 4.3 cm in diameter and there was stent graft thrombosis present. The investigator stated that there were no serious adverse events related to this thrombosis. No clinical sequelae were reported and the patient is fine.